Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia attributed to an infusion set and cartridge issue in which the steel cannula infusion set was deployed or connected incorrectly, evidenced by no insulin drops during fill until approximately 80 units were advanced and subsequent high glucose levels. Symptoms included hyperglycemia with a reported peak of 400 mg/dl and no acute clinical effects such as loss of consciousness or dka. Outcomes included transient loss of glucose control without medical intervention or backup therapy. Investigation included troubleshooting and education with guided supply change, replacement of all infusion supplies, verification of insulin flow, and resumption of delivery with counseling on expected glucose recovery. Investigation of this case revealed that the prior supply change had been performed incorrectly, leading to inadequate insulin delivery. It was concluded that user technique was the likely cause, and education was provided with recommendation to call for assistance during the next supply change.